Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument with an alleged issue to perform failure analysis. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly the base. A piece approximately .476" x .085" was found to be broken off. Broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument blade was broken off.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument was broken even though there was no excess use. The fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive followed up to obtain additional information. Instrument was inspected prior to use. No damage out of the ordinary. The fragment was confirmed with the naked eye and was retrieved through the same procedure. There was no additional check-up. There was no collision, and instrument was not removed during procedure. Patient did not return to the hospital due to post-surgical complications.